Event description:
Event description guidant received information that this pacemaker patient experienced a syncopal episode. Upon presenting to the hospital, some periods of no pacing output were noted. As the device appeared to be functioning appropriately and the lead was over twelve years old, a lead issue was suspected and the lead was surgically abandoned and replaced with another model. Two hours after the revision procedure, the patient experienced another syncopal episode and it was noted that the device was not providing pacing output. The device was also unable to be interrogated and was unresponsive to magnet application. A temporary pacemaker was implanted. During the replacement procedure the following day, the device was able to be interrogated and was determined to be pacing at 70 ppm. The device was explanted and replaced.